Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Ultra slimport implantable port, chronoflex single-lumen, 6f that are cleared in the us. The pro code and 510 k number for the m.r.I. Ultra slimport implantable port, chronoflex single-lumen, 6f are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one bardport MRI ultra slimport implantable port attached to a catheter in two segments was received for evaluation. Gross, visual microscopic, tactile and functional testing were performed. A complete circumferential break was noted on the distal end of the attached catheter. The edges were noted to be uneven. The surface was noted to be glossy with striations throughout. Complete circumferential breaks were noted on both ends of the distal catheter segment. The edges of the complete circumferential break on the proximal end of the distal catheter segment were noted to be uneven. The surface was noted to be glossy with striations throughout. The edges of the complete circumferential break on the distal end of the distal catheter segment were noted to be jagged. The surface was noted to be granular throughout. The port body was patent to both infusion and aspiration without issue. No leaks were observed. One electronic photo was provided and reviewed. Therefore, the investigation is confirmed the reported fracture and material separation issues. However, the investigation is inconclusive for the reported migration, entrapment and difficulty in removal issues as the exact circumstances at the time of reported event is unknown. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (expiration date: 05/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the sometime post a port placement, the catheter was allegedly found to be blocked after ten centimeters upon removal. It was further reported that counter-incision made in cervicectomy for removal and catheter was still blocked at venous insertion and three centimeter tip of the catheter allegedly become stuck in the left brachiocephalic venous trunk. It was also reported that the catheter was found to be broken into fragments. Furthermore, the broken fragments were allegedly in circulation inside the patient's vascular system and the fragments were recovered by endovascular lasso technique. Reportedly, the port system was removed. The current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Ultra slimport implantable port, chronoflex single-lumen, 6f that are cleared in the us. The pro code and 510 k number for the m.r.I. Ultra slimport implantable port, chronoflex single-lumen, 6f are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 05/2025) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the sometime post a port placement, the catheter was allegedly found to be blocked after ten centimeters upon removal. It was further reported that counter-incision made in cervicectomy for removal and catheter was still blocked at venous insertion. It was also reported that the catheter was found to be broken into fragments. Furthermore, the broken fragments were allegedly in circulation inside the patient's vascular system and the fragments were recovered by endovascular lasso technique. Reportedly, the port system was removed. The current status of the patient is unknown.